Event description:
Attorney's report of pt's alleged pain, infection and mesh explant due to defective mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when /if product is returned for eval or add'l info becomes available.